Event description:
It was reported, the patient was experiencing discomfort at the ipg site. The patient stated, the ipg site was uncomfortable due to the ipg being too superficial. The physician elected to revise the ipg site which resolved the issue. The ipg remains implanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.